Event description:
The customer reported the image temporarily disappeared when holding the insertion part of the scope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. The image was lost due to poor connection of the cable. In addition, the insertion section was deformed, the adhesive at the distal end was chipped, and the control body, cord, and connector were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.